Event description:
Pt sent letter following up on a previous complaint of experiencing problems with the luer lock of the infusion set over the past several years. She indicated that the luer lock separated too easily from the infusion set tubing. Pt stated that the separation had occurred when the "white plastic clamp" was attached and when in the pocket. She indicated that the infusion set tubing was very shiny making it difficult to see air bubbles. Pt stated that it was difficult to prepare the infusion set for insertion without touching the introducer needle with her fingers. She reported that the connector needle cover was difficult to see through to determine if insulin was dripping out. Pt stated that the "plastic encasement" was thick making it impossible to determine if the skin was red underneath. She indicated that the blue protective cap for the headset could be removed accidentally while taking a shower. Pt did not report experiencing any physiological effects associated with these issues. No medical assistance was reported. Multiple efforts to contact pt were unsuccessful.

Manufacturer narrative:
Product not returned for eval.